Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Health care professional (hcp) discussed that there is no evidence of fractured lead or compromised pulse generator and lead system integrity. Additional information indicated that the impedance is rising on the pacing side. Boston scientific technical services (ts) discussed that there is no threshold requirement on the programmer screen. The maximum output is 5 volts; however, if possible was desired, there would be no safety margin. Ts stated that plan was defer the magnetic resonance imaging based upon the elevated threshold and rising impedance. To date, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Health care professional (hcp) discussed that there is no evidence of fractured lead or compromised pulse generator and lead system integrity. Additional information indicated that the impedance is rising on the pacing side. Boston scientific technical services (ts) discussed that there is no threshold requirement on the programmer screen. The maximum output is 5 volts; however, if possible was desired, there would be no safety margin. Ts stated that plan was defer the magnetic resonance imaging based upon the elevated threshold and rising impedance. To date, this lead remains in service. No adverse patient effects were reported. Additional information indicated that the lead impedance has gradually rising from 900 ohms to 2051 ohms, the lead has no capture and there is no pacing indicator according to local representative. Ts discussed to consider increasing daily measurements to something higher.